Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that x-rays were not generated even if the hand switch was pressed. The problem persisted when the footswitch was used. After trying to reboot three times with no recovery, the use of the system was discontinued. A visit for repair was done. The event was confirmed at the time of the visit. The green led on the top of the mobile view station (mvs) blinked when the hand switch was pressed on the 2d screen for the image acquisition system (ias), but no x-rays were generated. When the event occurred, no error was displayed on either the mvs or ias. The remote desktop was also checked and there were no particular abnormalities. There were no errors in the error log, so the ias computer was determined to be defective and was replaced. Normal operation was confirmed in the operation test after ias computer replacement. No patient was present. This happened at a horse riding clinic and the system was used for horses. Additional information was received. It was reported that this happened again three days after the initial occurrence.

Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. D10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000172r, serial/lot #: (B)(6) , ubd: , UDI#: (B)(4) ; product ID: bi71000897, serial/lot #: (B)(6) rev. 7, ubd: unknown, UDI#: unknown g02008: installer g05003: detector g2: this event occurred in japan, see section e. H3, h6: the system was serviced in the field. Hardware parts were replaced. Codes b01, c13, and d02 are applicable. H3, h6: the returned system computer was analyzed. It passed a bench test. The system operating system and application loaded successfully. The computer was installed in a test system. The system did not initialize. An index file was missing. Codes b01, c13, and d02 are applicable. H3, h6: the returned detector was analyzed. It was installed in a test system. The system initialized. Motion, generator, communication and charging readied. 2d images passed. 3d images failed; it was unable to take a spin. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.